Event description:
It was reported that the procedure was to treat a mildly calcified, 70% stenosed, moderately tortuous lesion in the proximal left circumflex artery. The dragonfly optis imaging catheter was advanced and during injection and pullback, a dissection occurred in the left main artery. The left main was successfully stented and the procedure was continued without issue. There was no adverse patient sequela and the patient was discharged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints. A definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. In this case, there was no reported device malfunction associated with the device. The reported patient effect of dissection is listed in the dragonfly optis instruction for use as a known potential complication that may occur as a consequence of intravascular imaging. In this case, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.